Event description:
The customer reported a decrease in vaporization efficiency at 37,253 joules during a prostate procedure. The case was completed with a second fiber. It was reported that there was no patient injury.

Manufacturer narrative:
The customer's initial report of a decrease in fiber vaporization efficiency is not considered a reportable issue. The device was returned to the manufacturer and analyzed. Upon analysis of the returned fiber, the fiber was found to be fractured and partially broken off. Based on the analysis findings, the fiber condition could result in forward firing of the side firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage.